Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator had an abnormal sound like an air leak.  A review of the logs indicate that the ventilator experienced a loss of ventilation (lov) after briefly attempting mix backup ventilation (buv) during use. The device was available for evaluation. The service personnel (sp) inspected the unit, identified relevant codes in memory and replaced mix proportional solenoid (psol). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated to a potential fault in the mix psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator had an abnormal sound like an air leak. The patient was transferred to an alternate ventilator without injury.  A review of the logs indicate that the ventilator experienced a loss of ventilation (lov) after briefly attempting mix backup ventilation (buv) during use.

Manufacturer narrative:
Section d9 was updated due to a part return section h6 evaluation codes was up updated due to the analysis of the returned part result code - additional code added h3: device evaluation summary: was up updated due to the analysis of the returned part medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator had an abnormal sound like an air leak.  A review of the logs indicate that the ventilator experienced a loss of ventilation (lov) after briefly attempting mix backup ventilation (buv) during use. The device was available for evaluation. The service personnel (sp) inspected the unit, identified relevant codes in memory and replaced mix proportional solenoid (psol). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One mix psol was returned to medtronic for failure investigation. A visual inspection revealed no external anomalies. The psol was installed into a failure investigation test ventilator for analysis. The unit was powered on; an audible gas leak was emitting from the psol. A teardown of the psol was conducted and a piece of foreign material was found lodged between the poppet and the seat carrier preventing the unit from forming a proper seal confirming the mix psol to be faulty. The cause of the event was determined to be fault in mix psol. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.